Manufacturer narrative:
The returned device was found not deployed. The download data showed no hazard alarm, but an abnormality in the rotational sensor graphical data was noted. After opening up the device, the commutator cap was found to have a damaged surface, showing multiple scratches and discoloration. This caused the contact with the rotational sensor springs to be inadequate which caused a rotational sensor issue. This caused first prime to start early at only 21 pulses, and in turn second prime was deemed complete by the software at a total of 31 pulses, too little for an expected needle deployment.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient found cannula had not deployed as intended. The pod was not worn. The pink slide did not move forward and the cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose (bg) values were at 132 mg/dl.